Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained address serial number label and stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump were unresponsive when attempting to bolus. Customer's blood glucose reading at the time of the call was 80 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.